Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shock therapy in both the alternate and secondary sensing vectors. The pediatric patient was subsequently hospitalized, and boston scientific technical services (ts) was contacted for review. It was confirmed that the inappropriate therapy was delivered due to a morphological change in the patient's rhythm, which contributed to t-wave oversensing. Ts recommended re-assessing all three sensing vectors with a real-time electrocardiogram, as well as performing exercise testing to recreate the rhythm morphology seen during the episodes. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.